Event description:
It was reported that if the patient was walking around, the coupling bars would drop down to four. It was stated that once she resituated the recharger paddle, they would go back up.

Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger; product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2009, product type extension. (B)(4).

Event description:
It was originally reported that the patient indicated charging more than expected. The patient used to charge every 4-5 days and was now having to charge every 40-48 hours. The patient¿s current settings were group h program 1 @ 5.6 v, program 2 @ 5.2v, program 3 @ 7.10v, rate 45. The patient started charging more about a month ago and thought it was because she was doing more activity, work etc. But got concerned that it might be the battery. It was indicated that the patient had been slowly increasing the settings ever since she had the stimulation. Normally the patient¿s settings are higher during the day because when she lays down she had to reduce the settings, if she doesn¿t her settings roll around to her stomach and are much more intense. During the day, the patient¿s settings normally were : program 1 @ 6.4v, program 2 @ 6.10. Program 3 @ 7.10v, rate 60 and it covers just the patient¿s legs. It was indicated that the patient stated that at first her stimulation was for sciatica down her left leg, but the other day she did not have her charger with her and noticed she had pain down both of her legs and did not know that. It was noted that they were trying to get the stimulation to work in the patient¿s lower back as well, but could not get the stimulation there. Instead the stimulation goes to her belly rather than her back and they have tried 5-6 programs and still have not changed it. It was noted that the patient had lost (B)(6). In the last month and it had changed everything. It was also reported that the patient¿s pain was worse. The patient had her last spinal fusion in 1990, which did not relieve her pain, and the patient had a laminectomy, which was done sometime in 1999 at the same time, the device was put in. The patient had an x-ray three weeks ago that showed bone had brook off the fusion and the vertebrae that comes right after where the fusion was (l4-l5) and whatever comes after that has desiccated and needs to come out, which was why the patient still had pain. It was noted that the patient had been given three options for resolution regarding the increase in pain she was experiencing, wherein she can ¿either get a pain pump, or get another stimulator, or have surgery to remove the desiccated vertebrae and the bone that has broken loose from the fusion.¿ the patient had had five orthoscopic surgeries on her knees and indicated she was told the stimulator was the same when it needs to be replaced, small holes etc. The patient has a pain management appointment tomorrow (B)(6) 2013 at 2 p.m. And was going to call them to see if the manufacturer representative can come in around her appointment time. It was later reported that the patient was supposed to ¿have another one implanted but it was not getting scheduled due to the staff.¿ her stimulation was in the wrong location and she experienced a loss of therapeutic effect. Her ¿blood pressure was through the roof and she could barely walk. The pain was going through the roof for about 3 weeks.¿ the settings were a-g but it all went to her abdomen. Her problem was her back with sciatica and also her lower back. She felt stimulation in her chest which is not where it should be. The battery would not hold a charge and would only last about 24 hours, when it used to last for 4 days. She has the device running pretty high, usually 5-8v. She has lost almost (B)(6) over the last 6 months. Since the weight loss the ¿battery has disappeared¿ and you cannot see it anymore. The battery has ¿worked its way down¿ since the weight loss. She was still able to communicate with the ins, ¿she could get it if she did it long enough.¿

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information received from the consumer reported the device had never helped with the lower back and left leg. Since implant in 2009, it had not helped for the lower back and left leg. They had tried to adjust and that did not help. It was noted the patient was on a significant amount of medications. The device helped for sciatic pain but they could not get the lower back and left leg. The patient could only stand for 15 minutes at a time. The patient stated her doctor told her to possibly try another manufacturer implant as it had more contacts.